Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ bc shielded IV catheter was splintered off and broken. The following information was provided by the initial reporter: I went to place 2 different ivs in 2 separate patients both 22 g and when I checked to see if the IV catheter was intact upon sliding the catheter up I noticed that the catheter was splintered off and broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ bc shielded IV catheter was splintered off and broken, the following information was provided by the initial reporter: I went to place 2 different ivs in 2 separate patients both 22 g and when I checked to see if the IV catheter was intact upon sliding the catheter up I noticed that the catheter was splintered off and broken

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an unused 22g insyte autoguard bc winged unit with no product documentation visible to indicate the reference or lot number. The catheter assembly can be seen unseated from the grip and the catheter tubing near the catheter tip is kinked. As the catheter is unseated, the needle tip appears to be right at the location where the kink begins. Based on these observations and the description that the device ¿¿ splintered off¿, it is likely that the observed kink is a result of a needle spear through. When the needle spears the catheter, it pushes a portion of the catheter to one side leading to the appearance of a kink. No other damage was noted to the components. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as the device is opened. A needle spear through may originate during the manufacturing process due to misalignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. The damage may also occur in the clinician setting during tip adhesion break if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10